Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the keypad cover was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to be responsive to button presses during testing. The keypad was removed and no contamination or defect were found to the button contacts. The complaint of under responsive keypad buttons was not duplicated during investigation. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was found to be fully closed with no damage to the keypad flex observed. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.